Manufacturer narrative:
Mckesson is currently investigating in order to understand the root cause of this issue. Once the investigation is complete, mckesson will submit a f/u report with the eval summary.

Event description:
A customer reported an emergency room (ER) patient was imaged using a generic name prior to scheduling the study with the pt's actual name resulting in two patients in hmi. The two studies were merged in hmi using the wa manager tool. In this instance, merging of the scheduled study and performed study was incomplete with the scheduled study not being removed from the scheduled studies list. Subsequently, the ER pt was inadvertently subjected to a second chest x-ray imaging procedure. The date of this adverse event and pt info were not provided by the reporting facility.